Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings and compared to another meter (doctor¿s meter). The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording and on additional information obtained by the customer care agent during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2021. The patient claimed obtaining what he felt were inaccurate high readings with the subject meter however exact readings were not provided. The patient manages his diabetes with a combination of toujeo and humalog insulin on a self-adjusting dose. It was not reported if the patient made any changes to his usual diabetes management regimen due to the alleged issue. During the initial call, the patient reported developing ¿low blood sugar¿ on the afternoon of (B)(6) 2021, after the alleged issue began; the patient indicated he was up a tree at the time of the event and could have fallen. During the follow-up call, the patient confirmed developing symptoms of feeling ¿cold and everything appeared brighter.¿ despite the elevated readings obtained with the subject meter, the patient claimed he ate half a banana. He was then was taken to the emergency room by his wife where his blood glucose measured ¿70 mg/dl¿ on an unspecified doctor¿s meter and received further treatment with food. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca noted the test strips had been stored in the bathroom and the patient was educated on the correct storage. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter inaccuracy began. The subject meter could not be ruled out as a cause or contributor to the event.